Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing found that the device experienced normal battery depletion and review of the device printouts noted that the device progressed from ert to eol normally.

Event description:
Boston scientific received information that during a follow-up visit, this device was noted to have reached elective replacement time (ert) and had a longevity of less than 0.5 years remaining. Four days later, the patient complained of a low heart rate, shortness of breath and fatigue. Upon interrogation, the device indicated end of life (eol). A technical service consultant was contacted and found that the device had declared ert three months prior. The consultant stated that the transition to eol was normal device behavior. The patient was pacemaker dependent and the device was explanted and replaced sooner that originally scheduled. There was no report of adverse patient effects due to the explant procedure. The device was returned for analysis testing.